Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The medical history included allergy to soy products, ibuprofen, acetaminophen, demerol (pethidine) and aspirin. The concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b. Ultra absorbency tampons, one tampon once, vaginally for menstruation (lot number 0340m7144, expiration date unspecified). After an unspecified duration, she noticed that the string broke and the tampon got stuck in her vagina. On the same day, she visited hospital emergency room and a pelvic exam was conducted with nurse assistance. Using the mcgill forceps, the tampon was grasped and removed from her vagina with no complications. She did not use the device any further. The report was assessed as non-serious event and the company causality was assessed as possible. Sample received on (B)(4) 2010 contained a carton of o.b. Ultra non-applicator tampons (lot number 0340m7144) with 25 tampons. Sample was inspected. One string broke while performing manual string resistance test. Five tampons from the returned sample were tested for string resistance. Five tampons from the retain sample were tested for string resistance test. All results were found to be within specification. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.